Manufacturer narrative:
The technician found the siderail end tube metal was fatigued. He replaced the end tube to repair the stretcher.

Event description:
Info received indicates the left siderail is not latching due to a broken end tube.